Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was partially deployed. The anterior cuff was captured and attached to the needle tip. The posterior cuff was captured and remained attached to the link, but was detached from the needle tip. The complete suture was returned pulled out of the device. A needle to cuff detachment also prevents completion of suture deployment and may appear to the user as a cuff miss. The cuff was examined and the tabs were damaged indicating detachment from the needle tip. The returned plunger was inserted into the device and the needle trajectory, depth and mandrel travel were acceptable. The needle trajectory of each device is inspected twice during manufacturing. A needle to cuff detachment can be influenced by many factors, including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies, aggressively deploying or removing the plunger. Based on the inspection criteria and the analysis of the device, the probable cause for the event is related to the operational context in during use of the device. No manufacturing or quality inspection deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a common femoral artery after an interventional procedure. Reportedly, the plunger was retracted, however, the suture was not present. Manual compression was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.